Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while charging. There was no extreme temperature conditions at the time. Blood glucose was 171 mg/dl. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was verified in the pump history; however, a functional test could not be performed due to a different issue that was identified.